Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. D10: d10 - concomitant medical products and therapy dates: drg ipg, therapy date is unknown.

Event description:
It was reported that the patient¿s lost therapy due to lead fracture. As such, surgical intervention took place wherein the lead was explanted to address the issue.